Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a recurring issue they were having with qc results for ggt-2 ¿-glutamyltransferase ver.2 standardized against ifcc / szasz (ggt), amyl2 ¿-amylase eps ver.2 (amy), and ldhi2 lactate dehydrogenase acc. To ifcc ver.2 (ldh) on a cobas 8000 c 502 module. The customer provided the data for 4 patient samples of which one had a reportable malfunction for ggt. The patient sample was aliquoted by a modular pre-analytics (mpa) system. The initial ggt result was 13 u/l with a repeat result of 22 u/l. The ggt qc results prior to the erroneous patient result were within range. After the event, the customer retested the ggt qc and received a result that was out of range low. The customer recalibrated ggt and the qc results were again acceptable. The customer believes that the repeat testing was done on the same analyzer. The initial results were reported outside of the laboratory, but since both the initial and repeat result was within the reference range no corrected report was issued. There was no adverse event. The ggt reagent lot was 26290801 with an expiration date of 30-apr-2018. The customer believes they started to have issues after a field engineering specialist replaced a heat cut filter on a prior service visit. The field engineering specialist was unable to find a root cause. He replaced the heat cut filter and the focusing lens. He performed a cell blank. The customer ran calibration and qc on ggt, amy, and ldh and all results were acceptable. Since calibration and qc were acceptable a general reagent issue could be excluded. The investigation is currently ongoing as the customer stated that they are still having problems with erratic qc results on multiple chemistries.

Manufacturer narrative:
The customer stated the issue was resolved by the field engineering specialist activities performed on (B)(6) 2018. He found that both the bath window and the gear pump needed replacement. He replaced the bath windows, the gear pump head, seals, cuvettes, and the photometer lamp. The customer ran calibration and qc with acceptable results.

Manufacturer narrative:
It was confirmed the issue was resolved due to the field engineering specialist service activities as the customer stated that there have been no further issues.